Event description:
A customer observed false positive troponin I results on a patient sample tested on the eci analyzer. The results were reported and questioned by the physician. Falsely elevated results may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event determined that retesting the sample on a subsequent day yielded repeatable results. The customer correctly follows testing algorithm a as recommended by ocd. Sample preparation procedures are acceptable. Qc results were within acceptable limits when tested using the same reagent pack. Datalog analysis did not indicate any issues with the analyzer, but did reveal that the customer is not performing daily maintenance procedures. The root cause of the event could not be determined.